Manufacturer narrative:
(B)(4). To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an otolaryngologic surgery on (B)(6) 2020 a reservoir was used. During surgery, suction could not be done. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.